Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated they received an erroneous result for one patient sample tested for the elecsys troponin t hs assay (tnths) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 0.034 ng/ml accompanied by a data flag. The initial result was reported outside of the laboratory, where it was questioned by a physician. The result was not consistent with the clinical condition of the patient. The sample was repeated, resulting as 0.005 ng/ml. The patient was not adversely affected. The tnths reagent lot number was 138696. The reagent expiration date was asked for, but not provided. The customer stated that there were no bubbles/foam in the reagent pack or in the sample. A specific root cause could not be determined based on the information provided. Review of the alarm trace, calibration, quality controls, and performance testing data did not indicate an issue. A general reagent or instrument issue can most likely be excluded. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, pre-analytic sample handling, insufficient maintenance, or contamination of the environment with the analyte. Centrifugation time of the sample was too short.